Event description:
During a colonoscopy, the resolution clip 360 malfunctioned. The doctor ordered the endo tech to rotate the snare to get it in position and while doing this, the clip jaw adhered to the colon lining. The tech said that there was no order to deploy from the doctor, but the doctor ordered the clip to be closed. While in the closed position, the clip deployed without effort.